Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius regional equipment specialist (res) was on-site at a user facility performing a 2008t hemodialysis (hd) machine install. Reportedly, the power supply started smoking when the machine was powered on. No patient involved as issue observed during the system installation. The res replaced the power supply to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The power supply was returned to the manufacturer for evaluation.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The res indicated that the power supply started to smoke while the unit was being installed. The res replaced the power supply to resolve the issue. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the system was operating properly. The power supply was returned to the manufacturer for examination. The power supply was received by the manufacturer for analysis. A visual examination of the power supply found that heat damage was present on a capacitor (c10) of the power control board. No other components were damaged near capacitor c10. All other parts of the power supply were in good cosmetic condition. Functional testing was performed by installing the received component into a working unit. The machine passed the self-test with the power supply installed. The power supply functioned properly with no signs of smoke. The damaged capacitor was replaced on the power control board, and then the power supply was re-tested; no smoke was visible. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Although no smoke occurred during functional testing, the power supply was received with heat damage to capacitor c10 on the power control board. Therefore, the complaint has been deemed confirmed.